Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: litaiem, noureddine, et al. ¿delayed inflammatory reaction to hyaluronic acid filler following covid-19 vaccination: a case report and review of the literature.¿ journal of cutaneous and aesthetic surgery, vol. 0, 5 nov. 2024, pp. 1¿7, https://doi.org/10.25259/jcas_31_2024. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via literature article, "delayed inflammatory reaction to hyaluronic acid filler following covid-19 vaccination: a case report and review of the literature," a patient being injected with 1ml of juvéderm® volbella® xc and 2ml of an unspecified juvéderm® ultra product in the tear troughs and undereye hollows. Nine months post injection, patient received a second dose of the mrna pfizer-biontech covid-19 vaccine and subsequently experienced "moderate swelling and tenderness" in the bilateral tear troughs "within days of the [...] Vaccine". Upon examination, there was edema of the lower eyelids, primarily on the right side. Patient was initially treated with 40mg daily oral prednisone, which reduced swelling but resulted in recurrence after treatment tapering. Magnetic resonance imaging showed multiple bilateral tiny foci of high transverse relaxation time (t2) signal rounded material and bilateral cosmetic material injection (filler) seen within maxilla and nasolabial folds with mild contour asymmetry, being larger on the right in the axial fluid attenuated inversion recovery images. Patient received a diagnosis of "dir [(delayed inflammatory response)] secondary to the vaccine was made". Patient subsequently was started on a daily dose of 5mg daily lisinopril, which resulted in significant improvement within 6 hours and complete resolution without recurrence 72 hours later.